Event description:
It was reported that the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the pump is returned, an investigation will be performed and a supplemental report will be filed. No conclusions can be made at this time.